Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that the blood pump display went blank and the machine displayed the "actuator bd no echo" message and provided an audible alarm during the patient's hemodialysis (hd) treatment. The patient completed treatment without adverse effect after being transferred and restarted on a different machine. Upon evaluation, it was discovered that the blood pump motor was burnt. Follow-up was performed but limited information was provided. The biomed described the blood pump motor as black and melted. There was no observed smoke, spark, flame, or arcing. A replacement blood pump motor was requested but has not been received at the time of follow-up. The machine remains out of service pending repair. The part was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that the blood pump display went blank and the machine displayed the "actuator bd no echo" message and provided an audible alarm during the patient's hemodialysis (hd) treatment. The patient completed treatment without adverse effect after being transferred and restarted on a different machine. Upon evaluation, it was discovered that the blood pump motor was burnt. Follow-up was performed but limited information was provided. The biomed described the blood pump motor as black and melted. There was no observed smoke, spark, flame, or arcing. A replacement blood pump motor was requested but has not been received at the time of follow-up. The machine remains out of service pending repair. The part was reported to be available to be returned to the manufacturer for physical evaluation.